Manufacturer narrative:
The event description states that the turnpike gold catheter broke apart in a very calcified lower extremity while torquing and pushing the catheter. A manufacturing record review was completed and zero nonconformances were found. The returned product evaluation confirmed the damage to the catheter. The catheter shaft was severely twisted due to torque. About 10 cm of the distal shaft was separated and not returned with the device. The most likely root cause for this failure is damage during use.

Event description:
An (B)(6) male with diabetes with very calcified segment in the lower extremities below the at in the top of foot. After trying a turnpike spiral which did not advance, the doctor used a turnpike gold advanced through the very difficult calcium by torquing clockwise and pushing the catheter as it moved down the vessel. Once through he was trying to remove the turnpike gold with counter clockwise turns and the catheter was not moving, so he kept torquing the turnpike gold. The catheter and wire broke apart. Fifteen (15) cm of turnpike gold and wire was left in vessel after trying to snare with no success. Doctor said it was not an issue with the turnpike gold. Sent patient to the operating room (or) for retrieval.